Manufacturer narrative:
Updated information: d4 serial number, d9 device return date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a female patient presenting for high-risk percutaneous coronary intervention (hrpci), with a pre-support clinical condition consistent with scai shock stage c. The patient¿s comorbidities were unknown. A call was received from the physician on duty reporting a sudden high purge pressure alarm (>100 mmhg) with low purge flow (approximately 1.2 ml/hr). Motor current remained within range at performance level p-9 (988/771 ma), and no kinks were identified in the purge line. Recommendations were provided to consider pump exchange and to initiate an smr for purge lysis. The team confirmed that purge lysis was running; however, high purge pressure and low purge flow persisted between 1¿2 ml/hr. Later that morning, the pump stopped. On follow-up, the pump was successfully explanted due to pump stop. The patient was reported to be clinically stable, requiring only low-dose norepinephrine, and the decision was made not to implant a new pump. The physician stated that anticoagulation management had been difficult and that the impella may have stopped due to thrombus formation. The patient experienced no harm related to the device. After explant, the physician reported damage to the purge system. The patient survived to explant. The lysis was utilized for high purge pressure to mitigate the impact of biomaterial within the motor, with no adverse impact on the patient. The thrombosis may be associated with patient-specific factors related to increased clotting risk in the setting of acute myocardial infarction, cardiogenic shock, and challenges with anticoagulation management, which may have contributed to impaired pump function.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. H6 med dev prob code added a0404.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a female patient presenting for high-risk percutaneous coronary intervention (hrpci), with a pre-support clinical condition consistent with scai shock stage c. The patient¿s comorbidities were unknown. A call was received from the physician on duty reporting a sudden high purge pressure alarm (>100 mmhg) with low purge flow (approximately 1.2 ml/hr). Motor current remained within range at performance level p-9 (988/771 ma), and no kinks were identified in the purge line. Recommendations were provided to consider pump exchange and to initiate an smr for purge lysis. The team confirmed that purge lysis was running; however, high purge pressure and low purge flow persisted between 1¿2 ml/hr. Later that morning, the pump stopped. On follow-up, the pump was successfully explanted due to pump stop. The patient was reported to be clinically stable, requiring only low-dose norepinephrine, and the decision was made not to implant a new pump. The physician stated that anticoagulation management had been difficult and that the impella may have stopped due to thrombus formation. The patient experienced no harm related to the device. After explant, the physician reported that he damaged the purge system. The patient survived to explant. The lysis was utilized for high purge pressure to mitigate the impact of biomaterial within the motor. The thrombosis may be associated with patient-specific factors related to increased clotting risk in the setting of acute myocardial infarction, cardiogenic shock, and challenges with anticoagulation management, which may have contributed to impaired pump function.